Event description:
It was reported that the patient called to report an acute onset of increase incontinence with his artificial urinary sphincter (aus); in the last 24 hours he has gone from one pad per day to three. The patient states that he had his device placed on (B)(6) 2000 in (B)(6), but because of his age he is not able to travel there. He is looking for a prosthetic urologist closer to his home in nh. Patient liaison gave him the name of two drs. Closest to his area and also provided the address for fixincontinence.com. He will contact if he has further questions.